Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, wear abrasion, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp broken fill tube and crease smooth in the anterior. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp broken valve seat diaphragm valve due to an unidentified (tear) opening.

Event description:
Patient reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.